Event description:
Medtronic (covidien) received information that during an acute stroke mechanical thrombectomy procedure, the physician did not see the marker of marksman microcatheter. The marksman was used with a guidewire to the target area. Since the marker was not visible, the physician removed the marksman and replaced it with another marksman. The new marksman was checked and the marker was confirmed visually in the correct location. When the device was returned to the covidien regional office, the catheter tip and the marker band appeared to be missing. There was no report from the customer that the missing parts were left inside the patient. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The marksman microcatheter was returned for investigation. Approximately 1.0 cm of the distal segment and marker band were found missing from the catheter. Per the initial report, the missing distal segment and marker band were not inside the patient. The whereabouts of the missing parts was unknown. The outer tubing material at the distal tip exhibited with jagged edges, stretching and necking. The catheter body was found flattened at two locations distally. No other anomalies were observed. The device lot history review did not reveal any manufacturing discrepancy that would contribute to the reported issue. Work order component check was verified for the quantities of the marker band issued and the lot history record of the marker band has been reviewed and no quality issues were noted. Based on the above findings, the customer's report was confirmed. The distal tip exhibited with plastic deformation (stretching and necking) indicating that outer catheter tubing got separated with the marker band when pulled exceeding the tensile strength of the tubing material. It is possible that the tortuous anatomy may have contributed to the reported issues. All catheters are 100% inspected for damage and irregularities prior to packaging. (B)(4).